Event description:
On (B)(6) 2012 the distributor contacted animas alleging that the up arrow and down arrow keypad buttons are unresponsive. There is no reported adverse event associated with this complaint. There is no additional information available at this time. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).